Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user had a rash under the tape collar. The patient stated that the onset began months before (no exact date provided). The patient also reported itching and peeling, and a redness that matches the entire outline of the tape collar. The rash is worse from 3 to 9 o'clock area with small blisters and more redness in this area. The patient self treated with skin prep and unknown brand of powder but with no improvement noted. The patient saw a physician who prescribed clobetasol foam.